Manufacturer narrative:
H3: product analysis of part # 9560101 ; lot # 1903143 during the incoming inspection, there is a black area/part at the edge of the image was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that, there is a black area/part at the edge of the image. Procedure performed was herniectomy. There were no patient symptoms reported. No further complications reported regarding the event.